Manufacturer narrative:
Updated information: d4 catalog number updated.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 62 year old female patient with a medical history of diabetes, hypertonus, hyperlipidema, renal insufficience, coronary artery disease, heart failure and treated with an implantable cardioverter-defibrillator presented with worsening heart failure on milrinone and was considered for possible durable left ventricular assist device implantation or heart transplantation. The patient was transferred to the operating room for placement of an impella 5.5. During preparation of the device, an ¿optical sensor system error ¿ occurred. Both the console and the device were exchanged. After a full system change, the new device was successfully inserted without issues and the patient was sent to the intensive care unit for further support. Following a month of support, a purge fluid leak was detected and the purge cassette was exchanged. The patient continued to be supported in an off-label prolonged duration of support with unknown outcome.